Manufacturer narrative:
Per protocol number (B)(4), MDR determination retrospective review. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during a revision surgery to remove a matrix polyaxial screw, the locking cap was stuck and the surgeon need to use several instruments to loosen the cap. The cap was loosened, the screw was removed and replaced, and the procedure was completed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the surgeon had difficulty opening a final tightened locking cap. The cap was finally loosened and both the locking cap and the pedicle screw head were returned for investigation. The product evaluation and visual inspection of the returned product revealed that the collet in the upper part of the pedicle screw is mechanically damaged and while the t25 recess of the locking cap is lightly deformed, the cap is still fully functional. As no lot number was provided a review of the device history records was not possible. Risk assessment - no adverse consequences to the patient were reported. The screw was removed and replaced and the procedure was completed. Conclusion ¿ while the complaint is considered to be invalid as the evaluation of the part indicated that the locking cap functioned as intended, operational context contributed to the event. Note: it is recommended to use a straight tip screwdriver shaft for a better power transfer during final tightening and removal of the locking caps.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.